Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two samples from the same patient when tested using vitros tsh lot 6130 and lot 6165 on a vitros xt 7600 integrated system and a vitros 3600 immunodiagnostic system. A definitive cause for the lower than expected vitros tsh results could not be determined. A vitros tsh lot 6130 and tsh lot 6165 reagent issue could not be ruled out as a contributor to the event. The quality control data was provided but the manufacturer, lot number, and expected means of quality control fluids were not provided by the customer. Therefore, no definitive conclusions could be made regarding the performance of vitros tsh lots 6130 and 6135. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 6130 or lot 6165. An instrument issue cannot be ruled out as a contributor to the event, as precision testing was not conducted on the vitros 3600 immunodiagnostic system. Additionally, the tsc determined the customer¿s maintenance on the vitros xt7600 integrated system was not adequate, with em (expired maintenance) test codes posted on the vitros xt7600 integrated system around the time of the event. However, precision testing on the vitros xt7600 integrated system was acceptable around the time of the event, suggesting an issue with the vitros xt7600 integrated system did not likely contribute to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is possible that an unknown issue with samples from this patient contributed to the event. It was not possible to rule out the presence of a heterophilic interferent, as vitros tsh testing using heterophilic blocking tubes was not conducted. It was not determined if the patient was in receipt of a biotin supplement. In july 2018, ortho issued a customer communication ((B)(4)) to alert customers that biased results may occur for specific vitros microwell assays at biotin concentrations lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 ¿g/dl). Therefore, biotin interference cannot be ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected tsh results obtained from two samples from the same patient when tested using vitros tsh lots 6130 and 6125 on a vitros xt 7600 integrated system and a vitros 3600 immunodiagnostic system. The results were low when compared to non-vitros results for the same patient. Vitros tsh results of 1.922 (euthyroid), 0.567 (euthyroid) and 0.833 (euthyroid) miu/l versus the expected, non-vitros (abbott) result of 6.07 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).